Event description:
Boston scientific crm received information that this patient was syncopal. R-waves were previously between 2.3 and 2.9 mv. Autosense was programmed on. The patient has chronic atrial fibrillation and ventricular paces only 15 percent of the time. A holter revealed the device was intermittently undersensing and possibly oversensing. Technical services (ts) was contacted and discussed since the r-waves are so small, this could be the case. Ts explained the autosense algorithm. The caller stated they would turn this feature off and go to a most sensitive setting. Ts also discussed trying unipolar programming.

Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated as necessary.

Event description:
One year later the local sales representative called technical services to discuss the ongoing issues with low r-wave amplitudes and discussed programming recommendations. It was also reported that the right ventricular thresholds had increased. The device sensitivity settings and outputs were reprogrammed. No adverse patient effects were reported.